Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation. We were unable to duplicate the complaint that the screen went black; the unit performed according to specification. Fluid contamination can cause problems with the membrane switch and cpu board interface which may resolve once the fluid has dried, however without the ability to duplicate the reported issue a definitive root cause cannot be established. The operator's manual cautions the user: "immediately wipe any spills from the device." The service and preventive maintenance schedule outlined in the manual also instructs the user to check the unit seals every six months. The manufacturing records for this serial number were reviewed and no anomalies were identified. No patient injury was reported. Belmont will continue to monitor and trend similar reports of this nature and take further action if required.

Manufacturer narrative:
The rapid infuser was returned to belmont for evaluation on 10/1/2020; evaluation of the unit is in process. The manufacturing records for this serial number were reviewed and no anomalies were identified during the manufacturing process. Without results of the evaluation, a root cause can not be determined. It was reported that there was no injury to the patient. A review of past complaints indicates that no trend has been identified for this type of issue. A follow-up report will be submitted upon completion of the investigation.

Event description:
Belmont's distributor received a report from the user facility that the anesthesia department experienced a problem with the screen of a rapid infuser, ri-2 during a trauma case. The screen reportedly went black but perfusion continued.